Event description:
The customer reported the ventilator shut down while in use on pt. The customer reported the device was in use on pt, but there was no pt harm reported.

Manufacturer narrative:
Pr#: (B)(4).